Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate he reported issue. The se performed short self test and extended self test and all test passed. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator is not switching on.no patient involvement.